Event description:
Plunger jams [device malfunction]. Blood sugar levels high [blood glucose increased]. Case description: does the incident represent a serious public health threat? No. This spontaneous case reported by a diabetes nurse specialist from the (B)(6), concerns a female pt (age not reported) with "type 1 diabetes", who was treated with novopen4 (insulin delivery device), therapy, and experienced "plunger jams" beginning on a not reported date and "blood sugar levels high" beginning on a not reported date. Pt's height: (B)(6). The pt started using the novopen4 in (B)(6) 2011 and after approx 4 weeks the pen started to have plunger jams. The pt could dial up the dose but then the plunger jammed. The plunger would push down in stages, would go down then stop and then go down and then stop. This meant that the dose could not be administered in one smooth continuous flow. The pt felt that as a result of this she was not getting the full dose and experienced high blood sugar levels. The pt has been trained in the use of the pen and stores it correctly. A malfunction check was performed prior to use, which did not indicate any problems. The pt does not reuse her needles. The cartridgeholder (penfill-holder) did not at any time detach from the remaining pen body. The pt has been given a new pen and the insulin is now being delivered without any problems and the blood sugar has improved. The pt is currently undertaking carbohydrate count. The outcome of "blood sugar levels high" is reported as "recovered". Outcome of "plunger jams" is reported as "not reported". On (B)(6) 2012 the case was upgraded by the reporter to serious due to seriousness criteria "medically significant".